Manufacturer narrative:
Additional information: d10, g4, g7. H2 h3, h4, h6, h10. One 4 lesion nt2000¿ pain management rf generator was returned for investigation. The generator normally booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. The start selection was made and successfully preceded to the "electrode configuration" screen. An attempt was made to run the leison test but the generator displayed "an error has occurred, that patient is no longer connected" error message. The generator was opened and the rf control board was temporarily replaced with a known good rf control board and the generator functioned as designed with no error message displayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported error message and subsequent procedure cancellation was isolated to a non-functional rf control board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Prior to the procedure, the generator displayed "an error has occurred, that patient is no longer connected" and emitted an audible noise and would not proceed to the next screen. The generator was rebooted, different ports were tried, and other probes were used with no resolution so the procedure was cancelled. No needles were placed in the patient at the time of cancellation. There were no adverse consequences to the patient.